Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of broken lock on (B)(6) 2025. The issue occurred wth one infusion set used for two days. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001871, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001871 was manufactured according to the work instruction (wi) version 93 and packaging in the multivac m10 on 19-jun-2023, with a total of (B)(4) units. An extended for protective tape delaminated was performed for the outgoing test 8(g). The sub-assembly: gluing of tubing of the lot 3f02918 was manufactured according to the wi version 55 and manufactured in the machine sc05, on 16-jun-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3f02919 was manufactured according to the wi version 55 and manufactured in the machine sc06, on 17-jun-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.